Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the balloon on a 6mmx 22cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation. There were no reported injuries to the patient. The target vessel was the femoral vein, which was mildly calcified, not tortuous, and had approximately 70% stenosis. The device was stored and prepared according to the instructions for use (IFU). There were no issues with removing the sterile packaging components or the protective balloon cover. Negative pressure was maintained during preparation. The contrast-to-saline ratio was 50:50. The device was not placed in an acute bend and was able to cross the lesion without kinking. The device was removed easily and intact from the patient. The device will be returned for evaluation. A non-sterile unit of catheter powerflexpro 6mm22cm 135 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, a burst condition was noted on the balloon of the unit, the distal end of the ballon was separated and not received for evaluation. Additionally, a separated tip was also observed. No other damage or anomalies were observed at naked eye on the returned device components. An attempt to inflate/deflate the balloon could not be performed due to the condition of the unit as received. Due to the damage found during visual analysis, amplified images of the balloon and tip were taken. An analysis was performed on the damaged areas of the components and both presented evidence of plastic deformation and elongations. The findings are commonly associated with conditions caused by material tensile overload or mechanical damage. It is therefore assumed that the plastic material was subjected to mechanical damage or a tensile force that exceeded the material component¿s yield strength prior to the observed conditions. The reported ¿balloon burst¿ and subsequent findings of ¿balloon separated and distal tip separated¿ conditions were observed on the returned device during visual inspection. Microscopic analysis identified features consistent with plastic deformation and material elongation, which are typically indicative of tensile overload or externally applied mechanical stress exceeding the material¿s design limits. However, functional testing could not be performed due to the condition of the returned sample, and the distal balloon segment was not available for evaluation, limiting a comprehensive assessment of the failure mechanism. It is unclear when the separation occurred as the information provided stated the device had been removed intact from the patient; however, the distal portion of the balloon were not received for evaluation. Based on the available information, reported procedural details, and product evaluation findings, a definitive root cause cannot be established. There is no conclusive evidence to attribute the observed condition to a manufacturing or material defect. Potential contributing factors may include procedural or anatomical influences that resulted in localized stress concentrations on the balloon; however, the exact root cause cannot be determined. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Balloon rupture can cause vessel damage and the need for additional intervention. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon on a 6mmx 22cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation. There were no reported injuries to the patient. The target vessel was the femoral vein, which was mildly calcified, not tortuous, and had approximately 70% stenosis. The device was stored and prepared according to the instructions for use (IFU). There were no issues with removing the sterile packaging components or the protective balloon cover. Negative pressure was maintained during preparation. The contrast-to-saline ratio was 50:50. The device was not placed in an acute bend and was able to cross the lesion without kinking. The device was removed easily and intact from the patient. The device will be returned for evaluation. Addendum: product evaluation revealed that the balloon and distal tip are separated.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 6mmx 22cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation. There were no reported injuries to the patient. The target vessel was the femoral vein, which was mildly calcified, not tortuous, and had approximately 70% stenosis. The device was stored and prepared according to the instructions for use (IFU). There were no issues with removing the sterile packaging components or the protective balloon cover. Negative pressure was maintained during preparation. The contrast-to-saline ratio was 50:50. The device was not placed in an acute bend and was able to cross the lesion without kinking. The device was removed easily and intact from the patient. The device will be returned for evaluation.